Event description:
Customer reported that a reading of 135 mg/dl obtained on his adc meter was lower than a reading of 170 mg/dl obtained on a competitor brand meter. Customer further reported experiencing symptoms that were described as "headache, lightheaded, dizzy, and stress". No self-treatment was reported. Customer self-presented to a local health care facility where an unknown reading was obtained on his adc meter which was "35 points" lower than an unspecified reading obtained via lab testing. However, these readings were not taken within 10 minutes. Customer also noted that he "has been comparing readings from his (adc) to competitor meter for over a month and (adc) meter always reads 35 points lower". It was further reported that at a local health care facility customer was diagnosed with hyperglycemia and prescribed new medication-insulin. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. The products have been requested back for an investigation. (B)(4)

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1263965) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.